Event description:
It was reported that during a Deep Brain Stimulation (DBS) lead implantation procedure, the head of a screw from the burr hole kit sheared off while being tightened. The screw fragment remained retained in the bone. No patient injury or adverse effects were reported. Attempts were made to retrieve the retained screw fragment using a clamp; however, successful removal would have required drilling additional bone surrounding the screw, resulting in a larger bony defect. To avoid further complications, the decision was made to leave the screw fragment in place. It could not be determined which of the implanted burr hole cover kits was associated with the sheared screw. As part of the intervention, a new screw was used to complete the procedure and secure the implant as intended. Postoperatively, no patient complications related to the event were reported.

Manufacturer narrative:
Block D.2b; Additional applicable Product Codes: NHL, PJS.Additional suspect medical device components involved in the event:Model Number/Catalog Number: DB-4600-C.Serial Number: NA.Batch/Lot Number: 38901393.Model/Catalog Description: SURETEK BURR HOLE COVER KIT.Unique Identifier (UDI) #: (b)(4).